Event description:
My left eye became red, teary and sensitive after 4 days of wearing contact lens, daily. Normally I wear once a week or every two weeks, but I wore four days on holiday, about 12 hours a day. I washed and cleaned the contacts carefully each night. I was using the contact solution by advanced medical optics -amo--complete protec formula multi-purpose solution, same one mentioned in prod recall. I only noticed it was the same prod yesterday _ 3-4 days after symptoms. My left eye is still a little bit sore and sensitive, but getting better. I have not gone to the doctor. Dates of use: 2007. Diagnosis: to clean and store contact lenses. Event abated after use stopped: yes .